Manufacturer narrative:
The returned instrument was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation revealed that the balloon has burst longitudinal over a length of about 27 mm. Microscopic inspection of the balloon showed several deep scratches in close vicinity of the tear. It therefore seems likely that the tear in the balloon was caused by a hard, sharp-edged object pressing against the balloon from the outside. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. In addition to visual inspections each instrument is tested for air tightness by means of a helium leak test. The instrument was delivered in a leak-proof condition. Based on the conducted investigations no manufacturing related root cause could be determined. The root cause is most likely related to the patients anatomy.

Event description:
The passeo-18 balloon could not be inflated more than 2-3 atm. After withdrawal it was noted that the inside of the balloon was full of blood.